Manufacturer narrative:
UDI: unknown.  Investigation is underway.

Event description:
During the deployment of a 29 mm sapien 3 valve in the aortic position via transfemoral approach there was some initial issues crossing the native annulus related to procedural/patient factors (wire angle, no bav, heavily calcified native annulus).  The commander and undeployed sapien 3 valve was brought back to the sheath to remove to perform a bav.  After withdrawal of the delivery system, the valve was not on the delivery system balloon.  Fluro images showed the valve on the wire in the iliac artery.  A coronary balloon was used to capture the valve and the valve was, after balloon exchanges, deployed in the descending aorta without issues.  A stent graft was placed within the 29mm sapien 3 valve in the descending aorta. A bav was then performed and a new 29mm sapien 3 valve was deployed without issues. Per fcs, it is unknown how the undeployed valve dislodged from the delivery system as he was prepping the second system, but the perceived root cause maybe due to the delivery system not coaxial when entering the sheath due to patent anatomy.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: UDI: unknown. The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU¿s, manufacturing mitigations, root cause, and fmea assessments. No photographs, video, or imagery were provided by the site. The work order review was unable to be performed as the work order information was not provided. Additionally, the complaint for ¿delivery system-valve dislodged from balloon¿ was unable to be confirmed. The complaint for ¿delivery system-valve dislodged from balloon¿ was unable to be confirmed; therefore a complaint history review is not required. The occurrence rate did not exceed the april 2019 control limit for the trend category ¿valve dislodged from balloon.¿ a DHR review was unable to be performed due to unavailable device lot information. IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Per the complaint description, ¿the perceived root cause may have been due to the delivery system not coaxial when entering the sheath due to patient anatomy.¿ as the operator attempted to withdraw the delivery system multiple times, it is possible that the resistance and device manipulation caused interaction with the valve against the sheath/vasculature causing it to loosen and subsequently dislodge. Additionally per device training manual it is stated to ¿verify the flex catheter is completely unflexed¿ and ¿do not force the valve into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again¿. Per case notes, ¿there may have some residual flex still applied to the commander deliver system.¿ this procedural factor may also have caused the delivery system to not be coaxial when entering the sheath and contributed to the reported complaint. In addition, per case notes the operator did not use fluoro when retrieving the commander delivery system with an unemployed valve into the esheath. This procedural factor may have contributed to the reported complaint. Based on the available information it is likely patient/procedural factors (non-coaxial alignment during retrieval; residual flex during retrieval) contributed to the reported event, however a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.